Manufacturer narrative:
Investigation confirmed device is overdue for gas calibration. Following calibration, unit functioned as expected.

Event description:
User reported an error on the quantum ventilation module lite that required them to replace the unit. There was no patient harm. Spectrum medical considers this event to be reportable.